Manufacturer narrative:
The pump was implanted in 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving an unknown drug with an unknown daily dose and concentration via an implantable pump for an unknown indication for use. It was reported that the pump has been explanted due to an episode that would be described later. There were no reported patient symptoms. No further complications were reported and/or anticipated. Additional information was received. The event occurred on (B)(6) 2018. The implant date of the pump was in 2016. The pump was explanted on (B)(6) 2018. The incident occurred during refill. The pump was delivering baclofen (2 mg/ml at a dose of 300 mcg/day). The hcp first reported the event to the representative. The issue was first reported to the representative on (B)(6) 2018. The pump would be returned. It was stated the patient was at the clinic for a scheduled baclofen filling on (B)(6) 2018. It was a standard sterile procedure. Using the medtronic n'vision device, the baclofen volume was set to be at 7.2 ml. Using the standard baclofen filling equipment, the membrane on the baclofen pump was located and penetrated with the needle. A volume of 7.5 ml was aspirated before 20 ml was filled into the pump. The hcp never removed the position of the needle during the aspiration and filling. As the needle was evacuated after the filling was completed, a subcutaneous swelling appeared measuring "ca 3x3cm." At the time, the hcp thought the swelling had to be a hematoma. The patient came back 2 hours later with symptoms of somnolence, hypotonus, as well as lowered respiration rate. The hcp set the pump to minimal rate and aspirated the baclofen volume of 10 ml. This meant that 10 ml of baclofen was missing and probably was the swelling that the hcp observed at the end of the initial procedure. The patient was later transferred to the intensive care unit and intubated. The patient stayed intubated for 2 days. The patient was now doing well. From the hcp's point of view, the needle was always placed correctly, otherwise they could not explain how the "restvolume" was extracted in the first place. There was no swelling during the filling either, it appeared as the needle was removed from the pump.

Manufacturer narrative:
Analysis of the pump identified no anomalies. Eval code-conclusion updated to (B)(4). If information is provided in the future, a supplemental report will be issued.